Manufacturer narrative:
The full lead was returned, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood, and body tissue/fibrotic growth. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantable pacing lead (ipl) implant procedure difficulties occurred for taking electrogram (egm) record. Egm was seen sometimes and lost after fixing lead to the endocardium. Different measurements and analyzer cables were tried but egm could not be taken, therefore the lead was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.